Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was admitted to the emergency room for pain from inappropriate shock, premature depletion of the device, and was subsequently hospitalized. It was also reported that the lead had a possible fracture with high impedance, oversensing, and noise. The lead was re-programmed and turned off. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, implantable tachy lead, implanted: (B)(6) 2007; 5076-45, implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.